Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Visual inspection of the case and header found no anomalies. A series of automated electrical/functional tests were conducted, and the basic sensing and pacing functions of the device were verified. The measured battery voltage was lower than expected; engineering calculations confirmed the device fell short of longevity expectations based on actual clinical use. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion. Laboratory analysis confirmed the clinical observations.

Event description:
Additional information was received that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during a normal patient follow up four weeks post-implant, the battery status of this pacemaker was close to reaching elective replacement indicator (eri). The battery status estimated four months of remaining longevity and the magnet rate was at 90 ppm. The patient was hospitalized and a device replacement procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). The product is expected to be returned for laboratory analysis. Once it is returned and analysis completed, this report will be updated.